Event description:
It was reported that during implant attempt, the physician could not screw the lead into the atrium. The physician suspected a problem on the mechanism of the screw. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, mdq-CAPA (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump which experienced a short in the unit, causing burning, was confirmed during product evaluation with baxter service personnel finding the user interface module printed circuit board to be burned. This condition was caused by the shorting of the positive battery harness connector to the center housing. The user interface module printed circuit board and battery harness were replaced to correct the reported condition.

Event description:
The facility reported a colleague infusion pump with the condition of 'short [in the] unit caused burning". After the pump's batteries were replaced during biomed service, the device was turned on and the biomed technician heard a hissing sound coming from the pump. The pump's back panel was opened revealing smoke, sparks, and finally an open flame coming from the pump. The biomed technician blew the fire out. There was no report of patient injury or medical intervention necessary. No additional information is available. The user interface module software version is currently unknown.

Event description:
The customer reported an incorrect fuse (per fa25aug2010) is connected to the cell-dyn 3500 analyzer. A correct fuse (8-ampere) is to be shipped to replace the incorrect one (10-ampere). No impact to patient management or user safety was reported.

Manufacturer narrative:
(B)(4).the pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This report represents all information known by the reporter at this time.